Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, crease fold, wear abrasion, yellow particles and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation are rupture, crease/folding and capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional left side rupture and capsular contracture baker grade iii. Additionally, healthcare professional reported "any creases" in rga. The device has been explanted.